Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 8.3 mmol/l. The customer noticed that there is a slight crack next to the screen. The customer stated that the device had not been dropped. The customer was advised that we would send insulin pump via tnt.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to corroded keypad traces. The pump was received with a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip.